Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that 15 lvp display boards needed to be replaced.

Manufacturer narrative:
The reported issue of dim segments was confirmed on 15 out of 15 returned display boards. Physical inspection of each board was performed and no damage, corrosion or cold solder was observed. The returned display boards were tested using a lvp mockup test fixture attached to a cad pcu. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 15 out of 15 of the returned lvp display board assemblies with dim segments. The root cause of the customer's report was a manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported that 15 lvp display boards needed to be replaced.